Event description:
Customer reported a malfunction on their pump, receiving a malfunction alarm with code 12-0x2071. There was no reported impact on the customer's blood glucose level. The pump is being returned for inspection, and a replacement pump has been provided.